Event description:
User experienced a leak coming from the water tank of the analyzer due to a broken water tank valve. No one fell or was injured, and no pt samples were involved. The field service rep found a valve broken off of the water tank, and replaced complete water tank assembly. Performance tests were performed and within spec.